Event description:
It was reported to tyko/kendall healthcare that a customer had a problem with the ultra comfort insulin syringe. The customer reports, "needles are being bent and not centered and a needle broke off after removing the protective cap."

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.